Event description:
Reporter indicated that the vns pt rec'd high impedance during a diagnostics test performed prior to prophylactic generator revision surgery. The pt's lead and generator were explanted and replaced. The explanted lead and generator were returned to the MFR and are currently undergoing analysis. Attempts for further info are in progress. No adverse events have been reported.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.